Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the actuation, cutting and aspiration of the cutters all turned bad during the use of the cutters on vitrectomy surgery. The surgery was completed after replacing the cutters. There was no patient harm.

Event description:
A physician reported during the vitrectomy surgery, encountered issues with the actuation, cutting, and aspiration functions of the cutter. Despite replacing two single cutters, the problem persisted. Subsequently, they attempted to resolve the issue by substituting the aligned console from another room and replacing all consumables. However, the problem continued. Eventually, the surgery was completed successfully. The decision to replace consumables was made due to ongoing cutter malfunctions, attributed to suspected issues with the machine (specifically the nitrogen gas hose), resulting in decreased supply pressure rendering the cutter ineffective.

Manufacturer narrative:
Two opened probes were received, with tip protectors, in a pouches, for the report. Sample 1: the sample was visually inspected and found to be nonconforming with black foreign material on the bottom of the port face and orange/brown foreign material on the welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all functional tests. Sample 2: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and aspiration, and nonconforming for cut. The probe was disassembled, and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations along the inner cutter, a review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag , indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned probe sample 1 was found to be functionally conforming, therefore actuation, aspiration and cut failures was not confirmed on returned sample 1 and a root cause cannot be determined for the complaint as described by the customer. The complaint evaluation does not confirm that probe sample 2 had the events, the evaluation confirms that probe sample 2 had a cut failure. The exact root cause of the cut failure cannot be determined from the evaluation performed. Retuned probe sample 1 was functionally conforming, the reported events were not confirmed on returned probe sample 2 and an exact root cause for cut failure observed on probe sample 2 could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4).